Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [2000 mcg] at a dose of 700 mcg, bupivacaine [20 mg] at a dose of 6.99 mg, clonidine [418 mcg] at a dose of 146 mcg, and prialt (ziconotide) [10 mcg] at dose of 3.5 mcg. The indication for use was unknown. It was reported that the patient was experiencing pocket site pain, and the pump was tilting after the patient gained weight. The event date was asked but unknown. Surgical intervention occurred. It was reported that that a pocket revision was performed on (B)(6) 2018. Environmental/external/patient factors that may have led or contributed to the issue included the patient¿s weight gain. It was unknown what diagnostics/troubleshooting was performed. As an action/intervention, the doctor decided to perform a pocket revision and replace the pump at the same time. It was noted that the pocket was moved cranially. It was indicated that the pump would not be returned because it was discarded by the customer. It was noted that there was no need to return as the pump was functioning fine; the doctor decided to replace the pump as it was nearing end of life (eol). At the time of the report the issue was considered resolved, and the patient's status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.